Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator switched itself off while it was connected to the pt. The ventilator generated the four audible beeps indicating a ventilator shutdown, but these were unexpected at the time and were not responded to. Later on, the pt monitoring system alarmed for low saturation at the set 91%. It was at this time, the staff discovered that the ventilator had shutdown. The pt was disconnected and ventilated manually and saturation was raised back to 100%. Fourteen mins later, the ventilator was turned on again and ventilation of the pt was resumed. Thereafter, the ventilator functioned well until the end of pt treatment. (B)(4).